Event description:
It was reported that the venous line occluder did not work. As a result, an alternate device was employed. No other details regarding the nature of the event were provided.

Manufacturer narrative:
The field service representative (fsr) replaced the occluder power cable. The unit operated to the manufacturer's specifications.

Manufacturer narrative:
Updated block: h6 the reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed that the black wire was damaged. The continuity of each wire passed. It was plausible that the black wire was grounding which was causing a failure. It was determined that the black wire did not meet specification. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.